Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer kept receiving a number error on the insulin pump. Customer had an unexpected restart alarm and external ram crc error alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm is recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was advised that they may continue to wear the pump until the replacement arrives. Customer was sleeping at the time of the alarm. Customer mentioned that they had a high blood glucose reading of 14.0 mmol/l. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery, unexpected restart and self tests. No unexpected restart error or external ram crc error alarms noted during testing. The pump was received with high idle currents due to a faulty component on the interface board. The pump had a cracked case at display window corner and a cracked reservoir tube lip.